Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user sought guidance for a first supply change, experienced difficulty connecting short and long tubing for a cartridge change, then lost pump use for several hours due to a power outage before completing the supply change with assistance and resuming insulin delivery; blood glucose was elevated for approximately ten hours, and the ilet alerted to high glucose. Symptoms included none reported. Outcomes included hyperglycemia without need for medical intervention or hospitalization, with nonmedical assistance provided by the user¿s spouse. Investigation included customer support review, provision of educational materials, and live troubleshooting to complete the supply change and restore therapy. Investigation of this case revealed no device alarms or malfunctions and indicated user challenges during the supply change and prolonged pump disconnection due to a power outage as the likely contributors to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.